Event description:
It was reported that (1) device was used during a ileocolic resection. It was reported by the affiliate that the surgeon was making a side to side anastomosis using a tlc75. First firing seemed ok. Second firing across the top of the anastomosis there was 1 cm at the distal end with no staples. The surgeon had to use sutures by hand to complete the case.